Event description:
Patient's cup spun out and the stem was loose. Inter-operatively the surgeon discovered the patient may have had an infection and removed all the implants to replace with cement spacer and antibiotics until the infection has passed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker stem. An evaluation of the device cannot be performed as the hospital is running tests with the device therefore it was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.